Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the patient received inappropriate high voltage shock from their device. The right ventricular lead was double counting r-waves and noise. Lead damage was suspected as p-waves rather than the t-waves were being sensed. The damage could not be confirmed via x-ray. The physician decided not to perform lead revision as the oversensing did not appear when the patient was stable. The patient would be monitored.